Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during physical therapy/occupational therapy, the patients nurse noticed a rattling noise from the pedimag motor. Code was activated. Multiple attempts were made to adjust the pump in the motor housing. This was unsuccessful. The pump was switched to the backup motor and console. The motor and console were removed from service and sent to the biomedical engineer.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag motor producing a rattling noise was confirmed via the motor¿s functional analysis and via the log file. The log file captured the system operating at approximately 2700 rpm / 1.6 lpm on the reported event date of 24oct2024. On 24oct2024 at 13:48:10, the pump was observed to have stopped, and motor- and flow-related alarms were active at this time. A few more motor- and flow-related alarms were intermittently observed throughout the remainder of the data while the system remained at 0 rpm. No other notable events were observed. The returned centrimag motor (serial number (B)(6)) was functionally tested alongside known working test equipment, and the pump stopped when the motor¿s cable was flexed near its center. Rattling noises and alarms were also active at this time, consistent with the events observed in the log file. The motor¿s cable was measured for continuity, and wire fatigue was observed within one of the motor¿s signal lines which would cause the observed events to occur. The root cause of the reported event was determined to be wire fatigue within the motor¿s cable near its center, consistent with repetitive flexing of the cable over time. A corrective action was implemented to address wire fatigue within centrimag motor cables, and this motor was manufactured prior to this implementation. Review of the device history record for the centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. M) section 12.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including motor- and flow-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was communicated on (B)(6) 2024 that an extracorporeal membrane oxygenation (ECMO) code was activated for extra staffing support whenever ventricular assist devices (vads) fail as part of the hospital's emergency response. The patient experienced hemolysis occurred that had since resolved. There were no alarms associated with the event. The noise resolved with motor and console exchange. The products were returned for evaluation. The patient remained stable and was continuing on vad support until heart transplant.

Manufacturer narrative:
B5 narrative info h10 - related report numbers. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.